Event description:
It was reported, in an email conversation, that the customer had a potential false negative triage tni compared to the architect analyzer. At the breakpoint of calling a myocardial infarction, the triage tni result was negative and the architect analyzer result was positive. The pt was reported to be symptomatic. There was no values of either device provided. There was no additional info provided.

Manufacturer narrative:
(B)(4). Investigation and conclusion: no lot number provided. Reviewed complaint history for customer account to try and find a complaint lot. Account has not made any complaints against device lots. Unable to test for compliant. Last kit customer purchased was (B)(6) 2012, over a yr. CAPA (B)(4) was opened for tni discrepancies. Insufficient info provided to determine root cause of the complaint.